Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented in clinic for follow-up. The patient presented after undergoing a maze procedure and was found to have loss of atrial capture at high outputs and intermittent sensing of p waves on the atrial lead. The physician suspected that the cause of the loss of capture and sensing was likely due to inflammation in the atrial wall from the maze procedure. The device was left in vvi mode and the patient was checked again in a few days. It was noted that the atrial lead was able to capture at high outputs. The output was left high as the physician considers further intervention. The patient was stable and will continue to be monitored.

Event description:
New information received states that the atrial lead was capped and replaced on (B)(6) 2017 due to high thresholds. As the patient was not dependent, the patient did not have symptoms due to the high capture thresholds. The patient was stable before, during and after the procedure.